Event description:
The physician selected a cook 6 shooter saeed multi-band ligator. When attempting to load the ligator onto the endoscope, the knot of the trigger cord advances though the accessory channel of the endoscope but will not advance through the ligator handle. The blue hook reportedly "does not adapt to the white wire, in either direction". This information reasonably suggests both blue hooks separated from the loading catheter when trying to pull the trigger cord through the ligator handle. This occurred during the loading process; the loading catheter was not located inside the patient's body. Several attempts were made in an effort to collect additional information regarding patient impact and product usage. The complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event. Our review of the information able to be collected does not reasonable suggest the patient was adversely impacted.

Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(4) on behalf of a medical facility in (B)(6). The medical facility in (B)(6) involved in this report is listed. The contact details for the cook facility in ireland are; (B)(4). Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. One blue hook has separated from the loading catheter. The detached blue hook was measured and found to be within the appropriate manufacturing specification. The inner diameter of the loading catheter, the length of the loading catheter and the length of the stylet wire were verified and found to be within the appropriate manufacturing specification. One unopened product was returned and evaluated. The product was loaded onto the endoscope. The product functioned as intended. A product discrepancy or anomaly that could have contributed to blue hook separation from the loading catheter was not observed during our analysis of the returned product. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. Investigation conclusions: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.